Manufacturer narrative:
Event date is estimated. Explant date is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the ipg was explanted at an unknown date and the reason for explant was unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.